Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure performed on (B)(6) 2021, treating degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted and the mr was reduced to grade 2+. On (B)(6) 2021, the patient was re-hospitalized and echocardiogram noted that a single leaflet device attachment (slda) occurred. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported patient effect of mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. All available information was investigated, and due to limited information provided, a cause for the reported single leaflet device attachment (slda) cannot be determined. The mitral valve insufficiency/ mr appears to be due to the slda. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6: health effect - clinical code 4582 - removed.

Event description:
Subsequent to the initial MDR additional information was received. At the patient's 6-month follow up, the mitral regurgitation was noted to have increased to grade 3+. No additional information was provided.

Manufacturer narrative:
The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the final MDR, additional information was received. The clip detached from the anterior leaflet and remains attached to the posterior leaflet and chordal apparatus. The mr was noted to be grade 3-4+ on transthoracic echocardiogram. The patient was scheduled to undergo transcatheter mitral valve repair on (B)(6) 2022. The transseptal puncture was performed; however, during the intra-operative transesophageal echocardiogram, there were concerns regarding vascular access and the procedure was aborted. There was no pericardial effusion and the patient remained hospitalized over night. On (B)(6) 2022, the patient underwent a second mitraclip procedure. One ntw clip was implanted and the mr was reduced to mild/moderate. No additional information was provided.